Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The mobile view station (mvs) would not power up. The fuses were replaced and the issue resolved. A full system checkout was performed after part replacement and all tests passed. No parts have returned to the manufacturer for evaluation.

Event description:
Information was received from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the mobile view station (mvs) was not powering on. The issue was observed when turning the system on for the day. No patient was present when this was observed.